Event description:
It was reported the pt no longer had stimulation and was unable to communicate with the ipg using the external devices. Follow up identified the pt may be scheduled for surgical intervention to address the issue at a future date.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.